Event description:
Medtronics delivers software with a minimed paradigm 722 insulin pump. The software receives from the pump, insulin use -bolus and basal-, carbohydrate intake and glucose level along with relevant time stamps. The data is intended to be used by the physician to make critical therapeutic adjustments. This pump is marketed with the idea that before you use it you must be trained and subsequently monitered by a physician, this software is integral to the monitoring process. The software will not load on windows ex professional x64 operating systems because the installer may be an old 16 bit version which is no longer supported by the newer verisons of windows. I called medtronic software support and they used excuses like they do not have the resources to make the change and this must be approved by the FDA. I asked for a mgr to call me, he said they are busy with product development as a priority and I can take my pump to the drs office and download it when I have an appointment. The purpose of the software is to provide routine info to the physician so that routine adjustments in therapy can be made, not every three months. This is not quite what medtronics sold. The mgr would not commit if medtronics would update the software and he asked me to routinely check the web to see if they did an update and was posted. Checking the web is not acceptable, I just paidto them via my insurance which I pay and it does not perform as stated and they will not commit to making the software usable. If the product includes the software then it should work with the latest version of microsoft software, that is a reasonable request. Without the software I will not be able to receive proper care from my physician because of the manual effort in transcribing and forwarding the data. Also I first requested assistance over the web at their customer service site, I rec'd an acknowledgement of my complaint but I never rec'd a response. I would ask that I receive a written response from medtronic that is factual in nature and does not assume that I will accept excuses like it needs 510k approval and medtronic is a billion dollar corp has no money to do this. The product is advertised to work under windows xp. Hope to hear from you shortly.